Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd lord's ¿ 1/2 ml 30 g × 8 mm syringe there was an issue with foreign matter. It was stated ¿when drawing insulin, it seems blackened between 0-5 graduations.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd lord's ¿ 1/2 ml 30 g × 8 mm syringe there was an issue with foreign matter. It was stated ¿when drawing insulin, it seems blackened between 0-5 graduations.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned photos of 1/2cc, 8mm, 30g syringes with the poly bag from lot # 6319807. Customer states that it seems blackened between 0-5 graduations. The attached photos were examined and exhibited smeared ink on the surface of the barrel between the 0-5 unit markings. A review of the device history record was completed for batch# 6319807. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink). Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA 162566 was initiated to address such issues at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd lord's ¿ 1/2 ml 30 g × 8 mm syringe there was an issue with foreign matter. It was stated ¿when drawing insulin, it seems blackened between 0-5 graduations.¿ there was no report of injury or further medical intervention.